Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) advised her to switch the pump as soon as possible. Once another pump was located fse assisted customer in making the change. There are no reports of injury or harm to the patient. The pump will be reported to their biomed department. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, metallic burning smell was coming from cardiosave intra-aortic balloon pump (iabp). There was no injury or harm to the patient.